Event description:
This ra lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2018. A product experience report was received on (B)(6) 2018 stating that the patient had infection and it requires system removal. The physician was dr. (B)(6) at (B)(6) hospital center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).